Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. According to the instructions for use (IFU): precautions: exercise care when inserting or removing the device. Excessive bending of the device distal tip can cause the trd's cutter to come out of the cutting window. If such damage occurs, replace the device immediately. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and during the "resection the patient started to bleed." The patients fluid deficit started to rise and the physician decided abort the procedure. As the hysteroscope was being removed the patient started to "heavily bleed." The physician was able to "tamper down the bleeding" and tried to perform a novasure uterine ablation. The patient started to bleed again. The physician aborted the novasure procedure and "put in a foley [catheter]. The patient was still bleeding in recovery and opted for a hysterectomy. The patient was "released home the next day and reported to be doing fine."